Manufacturer narrative:
Method: labelling review and risk assessment. Visual, dimensional, functional and materials analysis could not be performed as the device was not returned. It was reported that a revision surgery occurred to extend the construct and replace the broken screw. Manufacturing records for this product were not reviewed because no lot was provided. It was reported that there were no complications in the initial surgery and details on how the screw holes were prepared were not provided. Patient information such as: height, weight, bone fusion, bone quality were not available. The probable root cause is undetermined. Potential root causes can be: improper construct, set screws not tightened correctly. Excessive load due to unstable construct. Excessive load due to patient anatomy/pathology. Patient performs strenuous post-op activities. Surgeon applying too much torque to seat the screw head. Several attempts made for product return but not provided.

Event description:
It was reported that the screw on one side was broken post-operatively. Additionally the patient also presented a slip on c4/c5 post-operatively. The patient underwent revision surgery on (B)(6) 2019 for replacement of screw and extension of treatment section.

Event description:
It was reported that the screw on one side was broken post-operatively. Additionally the patient also presented a slip on c4/c5 post-operatively. The patient underwent revision surgery on (B)(6) 2019 for replacement of screw and extension of treatment section.